Event description:
Device 2 of 2; reference MFR report: 3008829311-2017-00482.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00482. It was reported diagnostics indicated impedance issues. The patient's ((B)(6)) leads (2 from the same lot) were explanted, however only one was replaced. Also, the implantable neurostimulator was explanted and replaced.